Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. As this patient was enrolled in the post-market study, (B)(6), the event was not discovered until later data collection and the sponsor reviewed the final data entry discrepancies during study close out. Final clarification of the event and relationship to the system was evaluated and the relationship to the device remains "uncertain". Device not retained by hospital.

Event description:
On admission, the patient was found to be aphasic with right hemiparesis. The stroke onset started approximately sometime between 07:00 to 09:00 am on (B)(6)-2010. Patient had CT and ctp which demonstrated evidence of a distal left mca occlusion with severe perfusion deficit but some mismatch between blood flow and blood volume. The patient was brought emergently for potential thrombectomy of this acute occlusion. Angiogram demonstrated the partial revascularization of the left middle cerebral artery with penumbra revascularization device and intra-arterial tpa with apparent reocclusion with further thrombus at the distal middle cerebral artery branch. Minimal collaterals from the anterior cerebral artery territory seen. The target vessel timi flow immediately post-use of the penumbra system was recorded as 2. The target vessel timi flow after all treatment was also recorded as 2. Follow up CT scan demonstrated the evolution of a left mca distribution infarct with some petechial hemorrhage. There were no concomitant medications for this subject. The adverse event of mild petechial hemorrhage was reported as uncertainly related to study device and the angiographic procedure. The severity of this adverse event was mild. There was no action taken for this adverse event. The adverse event was resolved on (B)(6)-2010. Data for this pics post-market study patient was monitored remotely by a contracted cra on (B)(6), 2011. The event was not identified as reportable to quality until a consolidation review was performed during study close-out in (B)(6) 2012. This MDR is associated with MDR 3005168196-2012-00316.